Event description:
Meter name: one touch profile meter, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: shakiness and weakness. A patient reported they were seen in the doctor's office. Their meter allegedly was missing segments and set to mmol/l. The result on their meter was 8.1 mmol/l. The result on the doctor's office is unknown. The time difference between patient's meter and doctor's meter was unknown. Treatment was unknown. Patient states that they were hospitalized in the past month due to high results, unknown when it happened. No further information has been reported.